Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); pen was resetting very quickly and the patient think pen was damaged [device malfunction]; stuck on delivery and had to manually move units to zero [device issue]; high sugar blood levels [blood glucose increased]. Case description: study ID: diabetes and devices training. Study description: the objective of patient support programme is to provide training or re-training in the use of novo nordisk medical devices for users. Patient's height, weight and body mass index: not reported. This serious solicited report from greece was reported by a nurse as "high sugar blood levels" with an unspecified onset date, "pen was resetting very quickly and the patient think pen was damaged" with an unspecified onset date , "stuck on delivery and had to manually move units to zero" with an unspecified onset date and concerned a male patient (age not reported) who was treated with novopen 4 (insulin delivery device) from an unknown start date due to "device therapy", insulatard penfill hm(ge) 3.0 ml (insulin human) from unknown start date for an unknown indication (dose and frequency unknown). Medical history included loss of vision, does not walk, hemodialysis. It was reported that the pen was resetting very quickly and sometimes in the past the pen was stuck on delivery and had to manually move the units to zero. The patient thought that the pen was damaged. On an unspecified date the patient experienced high blood glucose levels of 500mg/dl. Action taken to insulatard penfill hm(ge) 3.0 ml was not reported. Action taken to novopen 4 was not reported. The outcome for the event "high sugar blood levels" was recovering/resolving. The outcome for the event "pen was resetting very quickly and the patient think pen was damaged" was not reported. The outcome for the event "stuck on delivery and had to manually move units to zero" was not reported. Reporter's causality ( novopen 4) - high sugar blood levels : unlikely. Pen was resetting very quickly and the patient think pen was damaged : unknown stuck on delivery and had to manually move units to zero : unknown. Company's causality ( novopen 4) - high sugar blood levels : possible. Pen was resetting very quickly and the patient think pen was damaged : possible stuck on delivery and had to manually move units to zero : possible. Reporter's causality ( insulatard penfill hm(ge) 3.0 ml) - high sugar blood levels : unlikely. Pen was resetting very quickly and the patient think pen was damaged : unknown. Stuck on delivery and had to manually move units to zero : unknown. Company's causality ( insulatard penfill hm(ge) 3.0 ml) - high sugar blood levels : unlikely. Pen was resetting very quickly and the patient think pen was damaged : possible. Stuck on delivery and had to manually move units to zero : possible. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of insulatard.

Event description:
Case description: company's causality ( novopen 4), high sugar blood levels : unlikely, pen was resetting very quickly and the patient think pen was damaged: unlikely, stuck on delivery and had to manually move units to zero : unlikely, company's causality ( insulatard penfill hm(ge) 3.0 ml), high sugar blood levels: unlikely, pen was resetting very quickly and the patient think pen was damaged: unlikely, stuck on delivery and had to manually move units to zero : unlikely. Investigation results: reported trade name: novopen 4. Batch number: dug0530-7. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. It was not possible to detect the alleged fault. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Reported trade name: protaphane penfill 100 iu/ml 3ml. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case was updated with the following: company's causality updated for novopen 4 and insulatard penfill hm(ge) 3.0 ml investigation result updated. Manufacturing comment updated. Manufacturer's comment/company comment: 13-aug-2018 : since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of insulatard. Continued: evaluation summary: investigation results: reported trade name: novopen 4. Batch number: dug0530-7. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. It was not possible to detect the alleged fault. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.